Event description:
Caller states customer tested 12.2 mmol/l on the performa system and injected lantus insulin after this result. Caller noticed the customer was "a bit odd" and she obtained a result of 2.1 mmol/l on the customer 5 minutes after the first result. Caller attempted to treat him with glucose and she contacted the ambulance. Approximately 2 hours after the initial result from the performa system, customer tested 2.8 mmol/l on the professional meter. He was treated with an injection of "glucogen;" 10 minutes later customer tested 5.5 mmol/l, and 10 minutes after this result tested 6.5 mmol/l. These values were from the professional meter. Customer was taken to the hospital for observation and released a short time later. Approximately 3 hours after the professional results were obtained, the customer had low blood glucose symptoms again; an ambulance was called, and he tested 2.8 mmol/l on the professional meter and treated with an injection of "glucogen." Customer was then admitted to the hospital and has since been discharged. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).